Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the patient is experiencing audible noise.

Manufacturer narrative:
The following other devices were added in this report: trident hemispherical cluster hole shell; cat# 502-11-54e; lot# 23216801. Secur-fit arc/ha collar stem#8; cat# s-2337-hf08; lot# 9pamjd. C-taper cocr lfit head 40mm/-2.5; cat# 06-4097; lot# 4p6mma. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as based on information provided it appears that devise remained implanted in the patient and was not returned to the manufacturer. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.